Manufacturer narrative:
Pending investigation. D10: (B)(6), 300-30-08 - equinoxe preserve stem 8mm. (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0 6990310 320-06-38 - glenosphere 38mm. (B)(6), 320-15-03 - rs glenoid plate l post aug, 8 deg, left.

Event description:
As reported, the patient had an initial left tsa on (B)(6) 2021. The patient presented on (B)(6) 2023 and patient dislocated shoulder while sleeping, seen in ed. The case report form indicates that this event is possibly related to device, definitely not related to procedure. Outcome: resolved on (B)(6) 2023.